Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin and did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer¿s blood glucose was 380 mg/dl.